Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed therapy electrode (te) recognition testing. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) and front te, between the front te and ECG electrode a. The cause of the non-functional electrodes is the open wire. The root cause of the open wire is excessive force placed on the cable. In addition, the trunk cable connector latches were broken. The root cause of the broken latches is excessive force placed on the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional. In addition, during servicing the electrode belt connector was found to be damaged.